Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
No flow occurred following the third treatment on low speed with the diamondback coronary orbital atherectomy device (oad) in the left anterior descending artery. A vasodilator was administered and flow was restored. The patient's condition was good.